Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained right femoral vein access to perform the procedure. A short 16fr sheath was inserted into the right groin after gaining access. The physician requested a full dose of heparin to be administered to the patient. Then the physician inserted a rf pigtail wire into the right groin and placed it up into the superior vena cava (svc) with no issues. The was was inserted over the rf wire into the svc. The physician was about to move down from the svc but encountered issues the transesophageal echocardiogram (tee) image. While the physician was waiting until the issue to be resolved they decided to remove the system of devices from the patient. With the tee image issue corrected, the physician continued the procedure and reinserted the was system along with the rf wire. As the physician was inserting the rf pigtail wire it appeared to have caught somewhere close to the inferior vena cava (ivc). The physician torqued the wire which seemed to free the wire and they continued to insert the wire into the svc. The physician started the drop down on the septum, but the imaging did not show the was on the fossa. The physician thought they could be too low to cross the septum properly so, they torqued the sheath posteriorly and then inserted the wire to start over. As they began to start over the anesthesia personnel noticed that the patient's blood pressure had dropped. It was discovered that the patient had a pericardial effusion with cardiac tamponade, and the physician performed a pericardiocentesis. The effusion did not resolve so the patient was brought to surgery where a pericardial window was performed to treat the effusion. No other treatment or intervention was performed, and the patient is expected to make a full recovery.